Event description:
Pt alleges pain in her right breast and is concerned her right implant which is calcified and has capsule formation might be ruptured. Pt also alleged upon removal it was noted her right implant had a tear and leakage of it's content; however, the leakage was contained within the capsule.